Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 435 mg/dl, 600 mg/dl, 495 mg/dl and low blood glucose value was 40 mg/dl. The customer¿s current blood glucose value was 212 mg/dl. The customer also mentioned other blood glucose values such as 200 mg/dl, and in the range of 100 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value and low blood glucose value. The customer treated high blood glucose with insulin pump and low blood glucose with glucose pills. Based on customer¿s report customer does not allege under delivery. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir the customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.